Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported via email that the patient woke in the hospital the day after thanksgiving. The day of the event, the egv was 189 mg/dl on the phone display device and the patient had a seizure. Prior to the seizure, the patient felt shaking and attempted to drink juice. It was not specified nor clarified whether the bg was checked at that time. Ems was called. An unspecified time after, the patient was treated with sugar spray in the nose by ems. After the seizure had subsided, the bg was around 60 mg/dl. The egv at that time was not specified nor clarified. According to the email, the patient noted "similar things has happened afterwards but did get some what better." During the seizure, the patient bit her tongue and required sutures and reattachment. The patient noted that during the episode, she hit her head so hard that she is undergoing therapy for memory loss and under the care of a neurologist. While in the hospital, the patient underwent CT scan and blood work which showed no underlying disease. She stayed at the hospital for 6-7 hours and was discharged. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.